Event description:
The consumer called to report, she received burns to her chest while using this heating pad. The consumer stated that the incident occurred on (B)(6) 2014, but she did not seek medical attention until sometime in (B)(6), because, her burns had not yet healed. The consumer also admitted to leaning on the heating pad and falling asleep when this incident occurred, which is contrary to the instructions for proper use. The product has a clear warning that states, the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.